Event description:
As reported by the user facility: event 10: according to the complainant, single chamber containers were rejected for visual issues. Specks were noted, including seven (7) black and three (3) brown, during this visual review. Additionally, one (1) particulate matter (pm) was suspected in container.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record review: no deviation in device history record. Sample investigation four pictures were provided for preliminary analysis. Under their reviewed it was observed: one picture showing a spot embedded into the tubing in which the infusion port is built. One picture showing a spot embedded inside the rubber of the injection port. One picture showing a spot embedded into the tubing in which the injection port is built. One picture showing the cap of the infusion port that have to be removed before therapy is displaced because partially detached. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.